Event description:
A customer contacted baxter canada regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) machine while the patient was connected, during the initial drain. The home patient (hp) disconnected during drain before the alarm occurred. The hp advised during trouble shooting that the proper disconnection procedures were not used. The alarm occurred while the patient was disconnected. The patient subsequently reconnected to the same setup. The technical service representative (tsr) helped the hp to clear the error and informed the hp of the error's meaning. The hp will call their peritoneal dialysis nurse for further instructions. There was patient involvement, however there was no patient injury or medical intervention, associated with this event. During a follow-up with the customer he confirmed that he did not remember the details of the event however that he could very well have disconnected not using proper technique and then subsequently connected back to the same setup. He confirmed that he does follow-up with his nurse for all events with the cycler. He confirmed that he is ok and has continued on with his therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the patient reported disconnecting during therapy, and the root cause was determined to be use error, the patient disconnected from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.